Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation, however films were supplied for review which found: multiple films of scoliosis construct with fixed angle screws t7-t8-t9-t10-t11-t12-l2-l3. Post-op film on left shows parallel disc space between l2-l3 post-op with rod extending below l3 fixed angle screw about a centimeter. 2 weeks post-op angulation has recurred at l2-l3 disc space and screw has slid down rod about 6mm. Lack of fixation likely due to screw/rod angle at final tightening being great than 90 degrees; allowing for loosening and settling. Variable angle screw would have likely held.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that there was wedging of the implants noticed on x-ray at the time of discharge and two weeks post-op there was obvious sliding of the screw on the rod and increased wedging of the disc space. Approximately two weeks post op the patient felt a pop. The patient underwent a revision surgery, it was noted that two set screws had come loose. The surgeon replaced the bone screws and set screws and added a small connector to reinforce the construct. No additional patient complications were reported.

Manufacturer narrative:
Product analysis found: set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full and proper tightening. Node deformation height (at center) significantly different than typical from gch item 50 and additional bench tested samples, with bench samples created at both the high and low limit of torque specification. Rod witness marks on set screw rod interface surface suggests the rod may have been located in the fas head at an angle. This is indicated by the rod witness marks on the surface of the set screw, and the asymmetrical final tightening witness marks. Set screw rod interface node height and witness marks indicate rode may not have been completely seated in fas at final tightening. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spine fusion from t7-l3 to treat adolescent idiopathic scoliosis with a left thoracolumbar curve.

Manufacturer narrative:
(B)(4).